Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the box of bd insyte¿ autoguard¿ shielded IV catheters was labeled as "blue 22g", but the contents held "pink 20g" catheters instead. The defect was noticed before use. The following information was provided by the initial reporter: "received the wrong product. Box says blue 22g and contains pink 20g."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples and photographs for evaluation. Bd received 50 unopened units from lot number 9112608 inside of a box labeled lot number 9238766. In addition, three photographs were also submitted which displayed similarities to that of the returned units. Through the initial visual inspection of the samples, the contents revealed the box was labeled for an insyte autoguard bl 22ga 1.00 in, however it contained the insyte autoguard pink 20 ga x 1.16 in. This was physical evidence to confirm and support a manufacturing process related issue for the reported defect relating to an operator error during the clearance line inspection process. Corrective actions are currently being implemented to provide clarification and instruction to operators during the line clearance process. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that the box of bd insyte¿ autoguard¿ shielded IV catheters was labeled as "blue 22g", but the contents held "pink 20g" catheters instead. The defect was noticed before use. The following information was provided by the initial reporter: "received the wrong product. Box says blue 22g and contains pink 20g".